Manufacturer narrative:
(B)(4). Method: the subject optiflow filtered nasal interface with co2 sampling was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: a healthcare facility in united states of america reported via a f&p sales manager that a patient sustained second degree burns to the face and chest during a biopsy of the left and right-side temporal artery while optiflow filtered nasal interface with co2 sampling was in use. The patient was transferred to the burns unit. It was also reported that alcohol preparation was used on the skin and appropriate drying time was adhered to for the left side incision, however the alcohol preparation on the right side was not fully dry when the diathermy pen (electrocautery) was used, which led to combustion. The healthcare facility also reported that, based on their investigation, they do not attribute any fault with the device or the manufacturer. The optiflow filtered nasal interface with co2 sampling is a nasal interface that delivers respiratory gases to adult patients in hospitals and medical facilities. Based on the information provided by the customer, all three aspects of the fire triangle (fuel, oxidizer and ignition) were present during the reported event. These aspects were alcohol, oxygen and electrocautery respectively. The user instructions supplied with the optiflow filtered nasal interface with co2 sampling state the following: the following are contraindicated for this product. Failure to comply can lead to serious injury or death. Contraindication: do not use this product with electrosurgery or electrocautery devices on the head or neck. Refer to the fire danger information. Fire danger this product is an open oxygen delivery system. Open oxygen delivery can increase the risk of a surgical fire occurring, causing serious injury or death. Extreme care must be taken. The following is advised. Warning: do not use this product where ignition sources and fuel are present. Use with ignition sources and fuel present completes the fire triangle, increasing the risk of fire. The following steps should be taken to reduce the risk of a surgical fire occurring: - ensure gas flow from the product is not in or near the surgical field and the surgical site is free of a potential fuel source, including alcohol skin preparation, gauze, sponges and drapes before potential ignition sources, such as electrosurgery, electrocautery or laser devices are used. - ensure the room is adequately ventilated as oxygen may accumulate over time. Conclusion: the use of electrocautery for the head and neck is contraindicated in the user instructions supplied with the device. The user instructions also warns against the use of alcohol-based skin preparations before electrocautery. The customer did not report any fault with the subject optiflow filtered nasal interface with co2 sampling. Complete device identification information was requested but it was not available.

Event description:
A healthcare facility in united states of america reported via a fisher & paykel healthcare (f&p) sales manager that a surgical fire occurred while a f&p optiflow filtered nasal interface with co2 sampling was in use. It was reported that the incident took place during a biopsy of the left and right-side temporal artery of a patient under sedation and that diathermy (electrocautery) was used to make small incisions as part of the procedure. It was reported that alcohol preparation was applied on the skin, and proper drying time was observed for the left side incision. However, it was also reported that the alcohol preparation on the skin for the right-side incision was not fully dry when the diathermy pen was used. It was stated that this led to combustion and the patient sustained second degree burns to the face and chest. The patient was transferred to the burns unit. The healthcare facility also reported that they conducted an investigation into the reported event and the investigation found no fault with the device or its manufacturer.